Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a previous sternal wound infection in (B)(6) 2017 with subsequent debridement on (B)(6) 2017 for (B)(6). On (B)(6) 2017, the patient was found to have a bacteremia infection, was readmitted and diagnosed with recurrent (B)(6). It was reported that the lvad was likely infected. Patient was given antibiotics infusion and was placed on a chronic antibiotic regimen. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.